Event description:
Customer's spouse stated the customer was out of it. Spouse called a neighbor who called 911. Emt's arrived and gave the customer an IV after receiving a result of 34mg/dl. The customer's device read 239mg/dl. Spouse stated their spouse had skipped breakfast waiting on their nurse. A request was made for the return of the suspect device and replacement product was sent.